Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 stopped working. Reporter stated " he thought maybe it was the safety shutdown and he waited the recommended 30 seconds (timed by the clock). It did not restart and he could not get it restarted after several waiting periods and attempts. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).